Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp but was unable to reproduce of the reported issue. It was noted that the end user has reset the iabp unit and the reported issue did not repeat. The fse ensured all wiring connections in the display were tight and not damaged then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a pre use check performed by the customer's biomedical engineer, the screen for the cs300 intra-aortic balloon pump (iabp) was observed to have an intermittent corruption. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), (investigation findings), (investigation conclusions), h10, h11. Corrected fields: h6 (component codes). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period ( jul 2019 through jun 2021 ) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.